Event description:
(B)(6) received information that following the implant of an acurate neo2¿ percutaneous aortic prosthesis valve, a "severe" his-purkinje conduction disorder developed. Subsequently, a permanent pacemaker was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).